Event description:
While following up with complaint (B)(4) where an arthropierce device cut the sutures of two osteoraptor anchors, it was confirmed that the anchors remain in the patient unsupported by suture. Spoke with customer and found that both anchors are from the same lot. Doctor was not too concerned as the anchors were firmly seated in the bone and there was no fear of them migrating. The surgery was completed by implanting a bioraptor pk anchor.

Manufacturer narrative:
No product is being returned for evaluation.(B)(4)